Event description:
It was reported the patient appeared for a procedure for a device change-out relating to the patient¿s elective replacement interval. During that process, interrogation of the lead suggested it worked well in unipolar setting but not bipolar setting. As the patient was already scheduled to undergo a procedure, the physician opted to also cap and replace the lead during the same procedure on (B)(6) 2017.